Manufacturer narrative:
H.6. Investigation summary: customer returned (1) bd pen needle without the tear drop label attached (used). Consumer reported needle blocked. The returned sample was examined and tested for flow using a test pen injector. The returned pen needle passed the flow test, therefore the alleged defect could not be confirmed. Cannot perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was clogged. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was clogged. The following information was provided by the initial reporter: "needle blocked."